Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. In addition, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. It was reported that no pre-procedure femoral angiogram was taken. The mynx instructions for use (IFU) states to confirm via femoral arteriogram: cfa single wall puncture, evidence of adequate flow and that there is no evidence of significant pvd in the vicinity of the puncture. In addition, it was reported that during the mynx procedure, the stopcock on the sheath was opened and temporary hemostasis was not achieved. The lack of temporary hemostasis with the mynx balloon may indicate that the balloon was not properly abutting the arteriotomy during deployment. Per the mynx IFU, maintain adequate tension on the balloon catheter (to ensure the balloon is abutting the arteriotomy), open procedural sheath stopcock, then detach shuttle and advance until resistance against the balloon is felt. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales representative by the cath lab staff that there was intra-arterial sealant deployment following an intervention procedure in which the mynx was used. It was reported that the patient, in (B)(6), underwent a percutaneous intervention procedure (exact date unknown). The physician, trained to the use of the mynx, proceeded to use the device for femoral artery closure. No pre-procedure femoral angiogram was taken. It was reported that during the mynx procedure, the stopcock on the sheath was opened, however no temporary hemostasis was achieved with the mynx balloon as evidenced by blood flow through the side port. The physician proceeded to deploy the mynx, and hemostasis was not immediately achieved. Less than 24 hours later, the patient had complaints of pain and a cold leg. The patient was taken back to the cath lab where percutaneous access was achieved and documented an occluded popliteal artery. Unsuccessful balloon angioplasty and aspiration attempts were made, and the patient was placed on tpa. After an unsuccessful tpa treatment, the patient was sent to surgery for a successful embolectomy of what was reported to be the mynx sealant. The patient reportedly tolerated the procedure well without further complication. No further information was provided.